Manufacturer narrative:
The involved device was tested by draeger on site with no malfunction identified. Device logs, ics full disclosure, and device alarm setting during the event were requested but not available. Additional information was provided stating that the pacer detection was set to off during the event. Though we don¿t know the heart frequency (hf) low limit alarm setting for the device during the time of the event, with pacer detection set to off pacemaker pulses can be counted as heartbeats, which would prevent the low hf from being detected. The IFU provides the following warning: disabling pacemaker detection for paced patients may result in pacemaker pulses being counted as regular qrs complexes, which could prevent an asystole alarm from being detected. Always verify that the pacer detection status is correct for the patient. There is no information to support a device malfunction occurred. Therefore, the device can be excluded from the patient death.

Event description:
An event was reported involving a paced patient where the pace maker was set to start when the heart rate drops below 59. According to the customer the monitor did not alarm. The involved patient died.